Event description:
An (B)(6) male pt contacted zoll customer support to report that the top of his monitor had broken off and wires were exposed. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case and exposed wires) were confirmed. Upon receipt the monitor case was cracked open and the monitor failed the pulse test. Upon eval wires were found to be separated from the auxiliary pca, including the pulse wires. The cause for the pulse test failure was the disconnected pulse wires. The root cause for the disconnected wires and damaged monitor case cannot be positively determined but is likely physical abuse. No adverse event resulted from the damaged monitor case and disconnected pulse wires. The pt was issued a replacement monitor.